Event description:
The customer reported that the system displayed a charger failed error at boot up that wouldn't clear with a system restart. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries and battery charger board were replaced. The system was then fond to be operating as intended.